Event description:
During the procedure, the disposable echelon 60 endoscopic stapler did not manipulate properly, also had trouble reloading the stapler. Opened two stapler packages, both worked improperly. There was no patient complication. Not reprocessed.